Event description:
It was reported that the disposable battery failure caused explosion while attached to the sound processor (specific date not reported). The patient experienced corrosive material leak resulting in itching and skin irritation. Replacement disposable battery was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.